Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. The 12mm x 2.50mm nc quantum apex balloon catheter was advanced to dilate the lesion. The balloon was inflated however, it ruptured at an unknown atmosphere and at an unknown number of inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside an nc quantum apex shelf box. The packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen. Magnified inspection revealed a pinhole in the balloon wall over the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. The 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated; however, it ruptured at an unknown atmosphere and at an unknown number of inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.